Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing, and the right ventricular (rv) lead exhibited possible undersensing noted in recorded episodes. The leads remain in use. No patient complications have been reported as a result of this event.